Event description:
Burning sensation and pain experienced during MRI. MRI was stopped. The next day pt had blisters and bruising over incision. The hosp nor physician do not want to take responsibility for incident. Pt cannot find a dr to say that the MRI is responsible. Pt has experienced "reveining" at site of bypass. They feel that MRI heated the clips used to close the wound. Pt was making a complete recovery from their bypass until after the MRI.